Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one unit was received by baxter for evaluation. Visual examination of the unit showed no evidence of physical abnormality. However, cracks were noted on the connector. After the infusor was filled with solution, leakage was noted at the cracks directly on the connector. No signs of leak were noted on the infusor device itself. The root cause of the leak was a crack at the stopcock connector. The crack may likely be associated with overtorque during use. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A batch review was not conducted as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that one (1) baxter infusor lv10 leaked during infusion on (B)(6) 2011. According to the report, the leak was at the distal luer lock. The device was filled with holoxan. The reporter stated that the patient received few drops on the skin. There was no report of patient injury or medical intervention. No additional information is available.